Manufacturer narrative:
Medwatch sent to FDA on 02/09/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, blister with pus, black spot, bleeding, herpes, scar and disfigurement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "injection procedure reaction to juvéderm ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration." Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm ultra plus injectable gel treated nlf¿s and 97% of zyplast dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin dryness and peeling. No clinically meaningful differences in the safety profiles of juvéderm ultra plus injectable gel and zyplast dermal filler were found during the study. Post-market surveillance: ¿post-market safety surveillance of juvéderm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising.¿

Event description:
Healthcare professional reported after injection with juvederm ultra in the upper and lower lips, the patient developed "swelling and pus in the left corner of the upper lip. Patient was treated with antibiotics and hyaluronidase. Injecting healthcare professional stated vitrase, not hyaluronidase was given as treatment. There was also a "black spot on lip" as well, but after the injector's head physician examined the patient, they determined that this was "a blister, not necrosis." Injecting physician stated patient was supposed to be taking valtrex" as a prophylaxis for tx for suspected hsv breakouts with several prior less severe reactions," but it was not known if the patient was taking the it. The injector's head physician prescribed "augmentin" for symptoms to the patient, but the patient "later admitted to not taking this medication." The patient came into clinic a few weeks after injection and the injecting physician drained leaking pus from lip. The injecting physician's head physician prescribed bactrium ds and medrol dose pack with pepcid for the patient, but the again "admitted to not taking these meds as well, or taking them erratically." Patient was concomitantly injected with botox in their forehead. Patient contacted allergan approximately 20 months later with additional information, stating the area "swelled up, a blood blister formed and then the blister burst and a lot of blood and pus came out." Patient also noted that their "tissue in their upper lip and above their lip has dissolved and they now have a permanent scar/indention on the left side above their mouth and it is disfigured."